Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient has an button error on their insulin pump. Patient's blood glucose level is at 150mg/dl. Trouble shooting is conducted and found water damage. Patient is advised to cease use of pump and resort to back up. Device is being returned. No further information available.